Event description:
In 2008, a nurse from canada york central-oak ridges reported that one of her pts had developed peritonitis on twelve days earlier. She reported that the end came off the pt line of a cassette which she believed caused the pt to have peritonitis. The peritonitis was reportedly due to a break in sterile technique. The pt was treated with vancomycin and the pt has recovered.

Manufacturer narrative:
The actual set was discarded. The lot number is unk and no companion samples are available. Should add'l info become available, a follow up report will be filed.